Manufacturer narrative:
(B) (4). Eval results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt related condition and commissure dehiscence. Analysis: upon receipt at medtronic's quality laboratory, the non-coronary cusp was slightly retracted with a gap between the coaptive ridges of the right and non-coronary cusp due to dehiscence of the non-coronary left commissure. All leaflets were flexible. The non-coronary and left cusps were prolapsed due to the dehiscence in the non-coronary left commissure. The non-coronary left commissure was dehisced, possibly related to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post were intact. There was no visible evidence of host tissue that may have contributed to the separation of tissue. Pannus remained attached along the sewing ring against the outflow rail adjacent to the left and tight cusps extending partially to the left right stent post. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The clinical observation was confirmed and is likely due to the combination of pannus and commissure dehiscence.

Event description:
Medtronic received info that this bioprosthetic valve, implanted almost 4 years, was explanted due to mitral regurgitation.